Event description:
It was reported the device was used during a laparoscopic gastric bypass procedure. A stapler with a reload was used to transect the stomach. The next morning the pt was nauseated and the drain was putting out a large amount of fluid. By x-ray a leak was detected. Upon re-operation there was found a disunion of the distal staple line. The disunion was oversown. The pt is now doing fine.